Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been high (372 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer reported to have inserted the cannula into stretch-marks. The customer was to change out the infusion set site.